Event description:
In 2008, the physician removed a malignant appendix and repaired a hernia with 10 x 16 piece of veritas collagen matrix that was placed as an underlay. Four to six months post operation, the pt re-herniated. The location and potential treatment of the re-herniation is unknown. Approximately six months post operation, during a right colectomy, it was noted that the bowel was adhered to the veritas. The physician reported that the pt was doing fine.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.